Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® certain® 2 implant 4 x 10mm (xifoss410) and an osseotite® certain® 2 implant 4 x 11.5mm (xifoss411) were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, dried blood and bine. Also a fracture on the threads. Device history record (DHR) review was completed for the subject lot numbers (2013050052 and 2013100671). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013050052 and 2013100671) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified for the xifoss411, however device malfunction for xifoss410 did occur and the reported event is confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
Doctor reported the implant fractured and was removed.